Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient was being taken to an appointment when she became incoherent. The patient's mother took the patient to her (the mother) house and called an ambulance. The cgm was displaying 50 mg/dl and "going down" when emergency medical technician's (emts) arrived and when they checked a bg it was 20 mg/dl. The patient was treated with IV sugar and the patient's bg increased to 180 mg/dl. Emts advised the patient to go home and eat a peanut butter and jelly sandwich. Some time after the event, the cgm was displaying 278 mg/dl while their bg was 59 mg/dl. The patient's doctor advised the patient to go to the hospital so an ambulance was called again and transported the patient to the hospital. At the time of the report, the patient had just arrived at the hospital. Multiple attempts were made to gather additional event details; however, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.